Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had internal failure alarm. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that unit would not pass all manifold test. Will order drive manifold and compressor and pneumatic module. Unit could not produce quality inflation / deflation cycles. Pressure and vacuum would eventually fail. Causing a system failure and shut down. Upon next arrival, was able to verify that that the unit did have issues with maintaining consistent balloon pressure waveform in the clinical application. The unit would alarm low vacuum, iab catheter restriction, and then system failure alarm. The balloon pressure augmentation waveform would not indicate a proper waveform. The unit would autofill and waveform would initially be correct. However, after a few seconds the balloon pump would lose pressure and the waveform would begin to fade until there was no waveform remaining. There was a noticeable unusual mechanical clicking noise coming from the drive manifold. Performed all manifold test. The drive manifold portion of the test work consistently fail. Also, the patient interface module test would fail. The fill manifold test would pass, not affected. As, an additional troubleshooting step, tried replacing the compressor and pim module. However, the two changes did not correct the pressure/vacuum and unusual mechanical clicking noise. Replaced the drive manifold assembly (104-00-0031). Verified that issue was resolved. The mechanical switching of k7 and k8 valves sound normal. All portions of the ¿all manifold test¿ would pass consistently. Verified unit calibrated and passed all functional test. Safety test complete per manufacturer specification. Returned unit to customer.